Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot connect to monitor) has been confirmed. Upon investigation, there was bent pins in the belt trunk cable connector creating an insecure connection with the monitor. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.